Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor is broken. Customer connected the transmitter there was no lights, so he charged the transmitter again and there were no lights. The device is not blinking. Customer's blood glucose as 84ml/dl. Advised customer the device will be replaced.